Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and no cap on patient connector in reference to leak. The set was functionally hand tightened to a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and it was noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The complaint was confirmed in the lab for leak due to broken occluder feet, but baxter was unable to find the cause of the broken feet.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that liquid could not be stopped even if closing the transfer set clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.